Event description:
N/a

Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person-mfg site), g3, g6, g7, h2, h3, h6 codes(investigation types, findings, conclusion, problem, components), h11. A getinge field service engineer (fse) found motor abnormality. Fault eliminated after replacing pump assembly. No treatment delays were caused and no patients were affected. Can be delivered for clinical use.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) unit powered on error code 54 shows before use on patient, which was deactivated. No patients involved.

Manufacturer narrative:
Due to character limitation in e1 event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.